Manufacturer narrative:
Sorc checked the subject device and found that the event occurred due to the cable disconnection. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the cable was damaged since the unacceptable bending force was applied during use, transportation, installation, or reprocessing at the facility. The cable break might have caused the event. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the image had defect and disappeared temporarily. There was no report of patient injury associated with the event.